Event description:
The lead was explanted due to a report of j rentention wire fracture with protrusion through the outer polyurethane insulation. Explant method: intravascular, femoral. Technique/tools: sheath, needle eye snare. No complications.